Manufacturer narrative:
Health care group consider the labeling of our biogel globes to be adequate to mitigate any risk of exposure to latex sensitive patients. This patient had previously used latex gloves with no reported effects. No further action to be carried out by health care group at this stage and as usual, we will maintain vigilance for future reports of this nature. See scanned pages.

Event description:
Report to mhra recommended by a paraplegic male with no known allergies (using latex gloves daily) underwent elective spinal surgery at hospital. After 1 hour, he sustained sudden cardiovascular collapse and 2 min later a cardiac arrest. Despite 5mg adrenalin and 40 min CPR, he sustained severe hypoxic brain injury. He never regained consciousness and died a few days later. Inquest in 2007 found cause of death to be hypoxic brain damage secondary to cardiac arrest due to propable latex anaphylactic reaction. Mhc office notified on september 03, 2007. Us office noted reportable case in global data report on october 24, 2007.